Event description:
It was reported that the insulin pump alarmed no delivery excessively. The customer did not know the blood glucose reading, but she estimated it to have been in the 200 to 300 mg/dl range during the week of the no delivery alarms. She stated that the issues were recurring, although this was a past event, so she was unable to troubleshoot for the matter. She declined to return the infusion set and reservoir for analysis. She advised that she would monitor the insulin pump she was advised to speak with her doctor regarding any infusion set or insertion site issues. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.